Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower 2 door 1 was failed to open. A field service engineer (fse) identified a medication jam behind the bins and putting pressure on latch and not allowing to open. Fse pushed the door to relieve pressure and was able to recover the failure. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed unable to recover the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.